Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy of the left lower lobe wedge resection, while being applied at the lung lobe, the stapler can be fired, but there were problems unloading it. The distal staple line was incomplete and was repaired by hand stitch. The instrument's clamp also got stuck in the tissue and was removed by pulling the hook.